Manufacturer narrative:
One 7207678 sterile biorci ha 8x25mm screw used for treatment, was returned for evaluation. The complaint stated: ¿the screw broke." Dimensional inspection confirmed that this was an 8mm product. There is approximately 11mm missing from the distal tip. Some shattered fragments were returned but not the entire distal tip. The implant was returned visibly torque fractured. The star hex was intact. Threads were distorted and rolled. The physical condition indicates difficulty with attempt to seat and torque placed upon the implant. Adherence to the instructions for use prep and use is essential for optimum success of the product. The instructions for use for this product contains technique oriented information. Per instructions for use: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion. Excessive force should not be placed on the delivery instrument.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a cruciate ligament reconstruction surgery, the screw broke. Broken pieces were removed using tweezers. The procedure was completed with a back up device with no significant delay or patient injury reported.